Manufacturer narrative:
A follow-up report will be submitted upon comletion of the investigation.

Event description:
As soon as the monitor is switched on and a child is connected, the alarm limits which are displayed on the central station does not correspond to the specifications of the monitor and will not give any alarm. There was no patient injury or harm reported.

Manufacturer narrative:
This is a duplicate of emdr #1218950-2016-06908.